Manufacturer narrative:
(B)(4). Device 1 - date of manufacture: september 17, 2017 and batch number: 2100317695. Device 2 - date of manufacture: september 28, 2017 and batch number: 2100323140. The complaint bc191 bubble CPAP flexitrunks are expected, but have not yet been returned to fisher & paykel healthcare in (B)(4) for evaluation, to determine if they had a malfunction which caused or contributed to the reported event. We will submit a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(4) reported via a fisher & paykel healthcare representative that the nasal prongs and masks were slipping off the bc191 bubble CPAP flexitrunk. No patient consequence was reported.

Event description:
A distributor in new jersey reported via a fisher & paykel healthcare representative that the nasal prongs and masks were slipping off the bc191 bubble CPAP flexitrunk. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device 1 - date of manufacture: september 22, 2017 and batch number: 2100317695 . Device 2 - date of manufacture: september 28, 2017 and batch number: 2100323140 . Method: the complaint bc191 bubble CPAP flexitrunks were returned to new zealand and were visually inspected. The dimensions of the midline cannula housings were also measured and compared against the drawing specifications. Results: the dimensions were all within specifications. Conclusion: no fault was found with the returned bc191 bubble CPAP flexitrunks. The user instructions that accompany the flexitrunk infant interface illustrate in pictorial format the correct set-up and proper use of infant interfaces, including the nasal mask and nasal tubing. It also states the following: "connect prongs and mask to nasal tubing ensuring that it is inserted fully." "Check that all circuit connections are tight before use and after any adjustment."